Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported a vent inop condition with a 100a error code (da pcba adc reference failed). Patient involvement information is pending customer's response.

Manufacturer narrative:
The customer was provided the part ID and service bulleting for the second generation data acquisition to motor controller cable. Attempts were made to obtain further information regarding the device repair. To date no further details have been received. Should additional information become available, a follow-up report will be submitted.